Event description:
It was reported, the customer was hospitalized in (B)(6) 2013 for diabetic ketoacidosis. The customer stated their insulin pump did not alarm them of a no delivery, causing their hospitalization. Customer reported being thirsty and vomiting prior to their hospitalization. The customer's blood glucose at the time of admission was around 600 mg/dl. Customer was treated with manual injections for their high blood glucose. The customer also stated they were admitted into the intensive care unit for two days for their high blood glucose. It was also found a bent cannula was the cause of the customer's hospitalization. Troubleshooting found the customer's insulin pump passed the high pressure test. Customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.